Event description:
It was reported that this right ventricular (rv) lead was capped since the lead was crushed by clavicle and fractured. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this lead may be damaged, possibly due to entrapment in the clavicular area.

Event description:
It was reported that this right ventricular (rv) lead was capped since the lead was crushed by clavicle and fractured. A new lead was successfully implanted. No additional adverse patient effects were reported.